Event description:
Patient sustained 70% total body surface area burns in 2001 as the result of a house fire. The pt underwent excision of burned skin and placement of transcyte 4 days later. Transcyte was placed on pt's upper back with a dressing of acticoat and sterile water-soaked gauze. The pt was treated for multisystem organ failure and sepsis, not related to pt's transcyte-covered wounds. Transcyte remained in place without signs of infection. The pt's condition worsened and pt died 1 month later, of multisystem organ failure and sepsis. Study staff, including dr, do not believe the pt's death was related to the study site or the device.